Event description:
Vascular access rn was placing a midline PICC in an arm vein. The arm was prepped, and the catheter was advanced over the guide wire without resistance. On withdrawal of the guide wire holder, the wire was not visible at the end of the holder. For some reason, the guide wire had retracted, and it was not visible to the rn. There was initial concern that the guide wire had broken off inside the pt's vein, but this was determined to be wrong. This midline PICC acted in a different way to what is standard in these catheters.